Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the proglide device would not backload/advance onto a 0.035 guide wire. A second proglide device was successfully backloaded onto the 0.035 guide wire and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. No additional information was provided.